Event description:
It was reported that on (B)(6) 2021, the patient was hospitalized with a driveline infection. Pump power was temporarily increased to 10 watts after hospitalization, related to pulsatility index (pi) events. There was no increase in lactate dehydrogenase and the patient was asymptomatic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an infection of methicillin-sensitive staphylococcus aureus (mssa) at the driveline exit site which oozed pus. The patient was treated with IV injections and debridement. The cause of the low voltage advisory was determined to be a decrease in the charged battery level. The alarms were solved. The batteries were exchanged with fully charged batteries. The patient was stable, treated on an outpatient basis, and discharged on (B)(6) 2021. The cause of the infection was determined to be related to the device because of the driveline infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported driveline infection could not be conclusively determined through this investigation. Evaluation of the submitted log file confirmed power and flow elevations; however, a specific cause as well as a direct correlation to the heartmate ii lvas, (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient was hospitalized on (B)(6) 2021 with a driveline infection. After hospitalization, the patient¿s pump power temporarily increased to 10 watts which was related to pi events. The patient had no increase in lactate dehydrogenase (ldh) and was asymptomatic. On (B)(6) 2021, there was a low voltage advisory during battery support. A review of the submitted log file contained data from day 452, hour 10, minute 12 through day 457, hour 15, minute 39, per the timestamps. Throughout the log file many elevations in pump power and calculated flow were captured. Pump power ranged from 4.2 watts to elevations as high as 15.1 watts, while pump flow ranged from 3.9 lpm to elevations as high as 11.9 lpm. The patient also experienced low battery advisory alarms. A specific cause for the changes in pump parameters cannot be conclusively determined. Additional information revealed that the patient had an infection of methicillin-sensitive staphylococcus aureus (mssa) at the driveline exit site which oozed pus. The patient was treated with IV injections and debridement. The cause of the low voltage advisory was determined to be a decrease in the charged battery level. The alarms were solved. The batteries were exchanged with fully charged batteries. The patient was stable, treated on an outpatient basis, and discharged on (B)(6) 2021. The cause of the infection was determined to be related to the device because of the driveline infection. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hm ii IFU lists driveline infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The current hm ii lvas patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.